Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cs300 intra aortic balloon pump(iabp), power cord was broken. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cord and found power cord broken. The fse replaced the ac power cord and all functional and safety checks were performed. The unit was returned to the customer for clinical use.